Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle, the t1 is fractured at the tip, the suture knot is tightened down, the needle assembly is bent, the actuator is at the end of the needle, and bio debris is present. A functional evaluation was performed on the returned device and found that the actuator will not cycle and remains stuck at the tip of the needle. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (failure to fully actuate the device behind the meniscus during implantation or inappropiate/excessive force to the device). Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a knee arthroscopy lca procedure, the t1 of one fast fix came out when activated and did not remain inside the meniscus. The procedure was resumed, without any delay, using an equivalent sn back-up. No further complications were reported. The patient's health condition is stable.